Manufacturer narrative:
The carefusion failure analysis engineer evaluated the front panel. Visually inspected touch screen and reported problem was duplicated lower half right of touch screen has what appears to be fluid ingress. Installed front panel on known good unit and perform random touch screen response test failed touchscreen is unresponsive removed touch screen from front panel clean with isopropyl alcohol and notice small indentations along the area were the fluid ingress spots are view touch screen with microscope and found front acrylic touch screen was damaged due to use with pointed/sharp object, therefore causing perforation between back and front acrylic panels and allowing contamination in between. Problem was duplicated and isolated to damage to touchscreen due to neglected use of pointed/sharp object used to activate touchscreen parameters.

Event description:
Display/monitor malfunction. User reported to carefusion technical support: "there is some spot on touch screen and screen is not working when touching the front panel.

Manufacturer narrative:
The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.